Event description:
Caller reported that pump's quick bolus/wake button was difficult to press. Customer applied more pressure to the button and pump functioned as expected. There was no adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.